Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), antiphospholipid syndrome ('anti-phospholipid syndrome') and ovarian cyst ruptured ('rupturing ovarian cyst') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, migraine, hashimoto's thyroiditis, elevated liver enzymes, irritable bowel syndrome, serum ferritin increased, dysfunctional uterine bleeding, hematuria and shortness of breath. Previously administered products included for an unreported indication: mirena from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included vitiligo, antiphospholipid syndrome and nickel sensitivity. Concomitant products included ibuprofen from 2014 to 2016 and paracetamol (tylenol) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced antiphospholipid syndrome (seriousness criterion medically significant) and arthritis ("inflammatory arthritis"). In (B)(6) 2015, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced bronchial hyperreactivity ("reactive airway disease") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced colitis ("colitis"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced dry eye ("chronic dry eye"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vitiligo ("vitiligo grew worse"), migraine ("migraines / headaches"), arthralgia ("right hip pain") and pain in extremity ("right and left hand pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, antiphospholipid syndrome, ovarian cyst ruptured, vitiligo, bronchial hyperreactivity, arthritis, tooth disorder, allergy to metals, dysmenorrhoea, dry eye, fatigue, weight increased, colitis, arthralgia and pain in extremity outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered allergy to metals, antiphospholipid syndrome, arthralgia, arthritis, bronchial hyperreactivity, colitis, dry eye, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, ovarian cyst ruptured, pain in extremity, pelvic pain, tooth disorder, vaginal haemorrhage, vitiligo and weight increased to be related to essure. The reporter commented: left side - 3 trailing coils, right side-3-4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: headaches, migraine, nickel sensitivity, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received - event injury to herself updated to "pelvic pain" , events- "abnormal bleeding (general), anti-phospholipid syndrome, arthritis, vitiligo grew worse, migraines / headaches, rupturing ovarian cyst, dental problem, nickel allergy, dysmenorrhea (cramping), chronic dry eye, fatigue, weight gain, colitis, reactive airway disease, right hip pain, right and left hand pain and abnormal bleeding (menorrhagia)", reporter and patient demography, medical history, lab data and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.